Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826638) was implanted with setting 2 on (B)(6) 2022 however, on (B)(6) 2022 the pressure was switched to pressure setting 6 on its own. No patient signs and symptoms. Therefore, the microsensor was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The microsensor (ID 826638) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to an excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 826638) was returned for evaluation. Device history record (DHR) - the product 826638 for lot 6056431, and the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector. The icp express read 528. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
N/a.